Manufacturer narrative:
Gtin:(B)(4). The device manufacture date is not known. Alleged failure: insulation compromise deib: pearson procarepo# (B)(4). The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be normal wear. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the insulation had been compromised.